Event description:
Olympus was informed that during a bronchoscopy procedure, a piece of plastic reportedly had broken off from the scope into the pt's trachea. The piece which was said to have been removed from the pt. There was no pt injury reported.

Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info. The user facility reported that the piece of plastic had broken off toward the end of the procedure while extracting the referenced device, the adhesive of the bending rubber came loose and lodged into the pt's trachea. The piece was retrieved by an ent surgeon. The users reportedly inspected the broken piece and determined that it was originated from the end of the referenced device. The pt reportedly stayed in the hospital for observation for approx 1-2 hours which was anticipated and was discharged on the same date. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The entire bending section glue was found detached at the distal-end cover side. The bending cover was noted leaking below the bending section glue due to cuts and scrapes. Additionally, the insertion tube was found leaking at the cracked white glue joint due to wear and tear. There was a buckle noted on the insertion tube below the boot. The instrument channel was found to be non-olympus. Based on the device service history, the referenced device had never been serviced by olympus since it was purchased in 2008 and had been repaired by a third party vendor. An olympus endoscopy support specialist had been at the user facility to inspect for any problems with the bending section glue for the remainder of bronchoscopes in inventory. This report is being submitted as a medical device report in an abundance of caution.